Manufacturer narrative:
Investigation conclusion: user error: energy levels used were too high, not congruent with the recommended settings. Addition of extra pass at 3mm depth. Test spot was not done. Patient applied post tx active products which could have compromised the healing process. Plus, individual hypersensitivity, which could have been observed if test spot would have been performed as required.

Event description:
Pie on abdomen 1 year post treatment.